Manufacturer narrative:
Addition d11: patient medications: enalapril maleate, metoprolol, and simvastatin.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2013, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that patient has a proximal type I endoleak. Computed tomography images dated (B)(6) 2019, revealed a proximal type I endoleak, with aneurysm sac enlargement (amount is unknown). The endoleak cannot be repaired with endovascular techniques due to proximal aortic neck being aneurysmal. The event is ongoing.